Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through the review of the event history logs. The cause was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:13:07. During night drain cycle five, the patient's ultrafiltration reading was 1379ml, indicating the home patient (hp) drained 1379ml more than their maximum programmed fill volume of 1900ml. No additional information is available.